Manufacturer narrative:
(B)(6). The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. Not returned to manufacturer.

Event description:
Patient underwent additional surgery following index ankle replacement for ankle impingement (exostectomy and debridement).